Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
The manufacturer previously reported that a device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped, and evidence of foam degradation was found. During the evaluation, foam particles were visible. After evaluating the device, the third-party service center scrapped it. This supplemental report is being filed to close out the report and also to correct information that was reported incorrectly in the previous report. The following has been corrected in this report: manufacturing site, UDI number, device available for evaluation, operator of the device, reason device not evaluated, evaluation results code, usage of device, remedial action, and recall number.